Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted on (B)(6) 2019. The patient stated their blood sugar dropped and as a result, they blacked out and found themselves on the ground in the mud. They indicated that the cgm was displaying 77 mg/dl; however, it was not specified if this was prior to or after blacking out and a finger stick reading was not provided. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).